Manufacturer narrative:
This report is submitted on february 02, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to electrode migration and other medical reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 01, 2022.